Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a raw, peeling rash under the rear therapy electrodes. Patient reports a gel leak out of the rear therapy electrodes. Patient had been applying an over the counter (B)(6) lotion to the irritation. A support services field representative replaced the electrode belt and reported raw blisters on patients back. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.